Event description:
The pt called the customer service center for assistance with a low drain error and became disconnected at the transfer set. The technical service rep assisted pt in ending therapy and advised pt to contact their nurse. The pt was contacted to follow up on event in 1/2005. Pt denied any abdominal pain or discomfort, fever, nausea, or vomiting. Pt did receive antibiotics that caused diarrhea. The pt's nurse was then contacted and reported that the pt has not had a peritonitis episode and that vancomycin was given prophylactically. Also, the pt's transfer set was changed. No injuries were sustained regarding this event.